Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, episodes of inappropriate mode switch due to noise was noted on the atrial lead. The lead was capped and replaced. The patient was stable with no consequences.